Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device having an electrical issue was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device passed visual inspection. During the assessment, it was found that the device would not impact but the motor was running. Due to the issue, the device was opened, and it was found that the motor magnets were separated from the drive shaft. It was further determined that the device failed pretest for impactor operation assessment. The assignable root cause was identified as a design error, which has been investigated through a non-conformance (nc).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10: concomitant med products and therapy dates: battery devices, 3/4/2024. E1: the reporter¿s complete facility address was not provided. E1: the surgeon¿s phone number was not provided. However, the reporter¿s name, phone number and email address were provided as (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during set up for a total hip replacement surgery, while the technician was testing the impactor device, it was discovered that the device was shorting out and working intermittently. It was reported that a new battery device was tried with the same results, and a third battery was tried, and the device was still shorting. Additionally, it was noted that the device was neither in sleep mode nor in a hot mode. It was reported that there were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.